Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: after resecting the diseased specimen and pulling up the conduit for anastomosis, the surgeon asked me what the smallest staple head we have on a white load was. I demonstrated pvs, discussed vascular indications. He asked that the circulator open it. He began to place the anvil and cartridge into the common lumens of the anastomoses. I stopped the surgeon and explained that pvs's specific indications do not include full thickness, double layer mucosal firings, especially when the gap setting component isn't clear and a window cannot be created. He was displeased and stated how complicated the indication was. I suggested a compact echelon 45 with white load designed with pre-compression. I apologized for my case interruption with the surgeon, but that my priority was on one thing to have a good outcome. He and the surgeon seemed appreciative. After the case, we further explained the merits of pvs and indications. Additional information requested but unavailable: what were the indications for surgery? Did the patient undergo preoperative chemo or radiation therapy? Were any issues noted with staple formation in preliminary procedure? Was a leak test performed during initial procedure? How long post-operatively were issues identified? How were the issues detected? How was the perforation addressed? Does the surgeon believe the quality of tissue played a role in the outcome? Is it routine for surgeon to top off the anastomosis with suture? What is the current patient status?

Event description:
It was reported that during an esophagectomy procedure, the first echelon firing was with a blue 60 load reinforced with seamguard; gastric artery was stapled. The surgeons asked if the blue load would work, I explained what the typical best options were for vessels (adv hemostasis, gray, or white), but that a 1.5 blue closed height with .5 added buttressing occupied the closure of a normal white load. They agreed, fired, and hemostasis was achieved. One initial gold load with seamguard was used to transect the initial firing of lower stomach segment, resulted in proper staple formation yet some visible oozing. The surgeon said he believed they would use blue with seamguard for remaining firings. I explained tissue density impact and closed staple formation that might occur with "reinforced" blue loads on remaining stomach. They agreed to just use blue, with no buttressing. Other than minor bleeding on one additional load, the five blue staple lines were proper and hemostatic. The surgeons dissected superiorly towards apex of esophagus. A gold 60 was used to transect the proximal segment. After resecting the diseased specimen and pulling up the conduit for anastomosis, (see notes-1), a compact echelon 45 with white load designed with pre-compression was fired and the common opening appeared bloodless and pneumostatic. The eg anastomosis was topped off with 2-0 silk. (See notes-2) patient needed to be brought back into o.r, and required placement of an esophageal stent. Spoke to the surgeon whom reported that during a scope there was a noticeable perforation along the staple line. The surgeon stated it is unclear if it was related to the stapler or not. Patient had been in the ICU post operatively since (B)(6) 2016. Readmitted to or on (B)(6) 2016 due to rise in levels, perforation found via scope, and esophageal stent placed.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? N/a. Did the patient undergo preoperative chemo or radiation therapy? N/a. Can additional information be provided in regard to the shape and location of malformed staples noticed? There were 2 unformed staples much more proximal to the conduit. At the conduit there were many formed staples seen, but tissue appeared to have given way or separated near staple line. Dr (B)(6) commented today in office, that he feels that potentially a cartridge too small had been selected at the conduit (blue), in this case. Was a leak test or other diagnostics performed during initial procedure? No. How long post-operatively were issues identified? 6 days. How were the issues detected? Endoscope post op by bariatric surgeon. How was the staple line dehiscence addressed? Stent placed by bariatric surgeon. Does the surgeon believe the quality of tissue played a role in the outcome? Bariatric surgeon that performed scope, and surgical oncologist wrote an email stating it was ¿hard to pinpoint.¿ that is all. Would the surgeon be willing to speak to ethicon medical and engineering? No.